Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received a picture with 2 open samples with the needle detached from the thread (without aluminium pouch but the thread is still wound on the pack). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the picture received showing defective samples, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical specifications. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.59 kgf in average and 0.44 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received, only a picture. Final conclusion: considering that the picture received shows samples that do not fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The customer (veterinarian) reported that the suture and needle are not connected. There is no patient involvement.